Event description:
Customer reported experiencing an alarm 2 followed by alarm 26, alongside multiple recurring occlusion events which led to a high blood glucose level exceeding 500 mg/dl. Due to the issue, blood glucose readings were high, specifics unknown. Patient attempted household activities to lower the level but was unsuccessful. Customer cleared alarms and resumed insulin without third-party assistance, and cts requested follow-up for further help due to frequent occlusion problems.